Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the physician had difficulty implanting the left ventricular lead due to patient anatomy. The physician made several attempts using different guidewires. The physician rapidly inserted the guidewire into the lead and may have possibly kinked the guide wire. It was suspected that this made it difficult to advance the guidewire into the lead. The physician decided to cut the guidewire to shorten it for maneuverability. The lead was still not able to be implanted due to the patient¿s anatomy. The physician felt significant resistance and dragging of the guidewire. The physician elected to not use the lead and implant another, due to possible compromise of the integrity of the inner lumen of the lead. Another lead was implanted successfully and there were no adverse effects to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.